Event description:
It was reported that controller interrogation in the clinic revealed the green light on the display face was off and additional damage to the display lighting. Log files were submitted for review prior to controller exchange. Analysis indicated that the display and lighting issues had not affected the functionality of the pump. The patient was deemed stable and discharged home with evidence of the green light present on their controller and absent of any left ventricular assist device (lvad) alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of dim pump running leds was confirmed; however, the reported event of an issue with the display lighting was not confirmed. A review of the submitted controller event log files spanned approximately 7 days (04apr23 ¿ 10apr23 and 14apr23 per time stamp). The pump maintained a speed above the lsl without issue while the driveline was connected indicating that the pump was running regardless of the leds being dim. The returned system controller, serial (B)(6), was noted to have both pump running leds projecting very little light. The display was able to display readable messages with appropriate illumination. The controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No alarms were reproduced while testing. A root cause for the reported events cannot be conclusively determined through this analysis. A corrective action was initiated to address this dim leds issue, (B)(6) was manufactured prior to the implementation of that corrective action. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.